Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing determined that the speaker was defective and needed replacement.

Manufacturer narrative:
A philips field service engineer (fse) confirmed the reported issue. The customer was provided a replacement device. The fse uploaded the customer's configurations, label and new software to the replacement device, performed functional testing and confirmed proper operation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported the speaker does not work. The device was not in use on a patient at the time of the event, there was no patient involvement.